Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise noted on this right atrial (ra) lead, but none of it was sensed. The physician suspects that the ra lead is fractured due to a subclavian crush, however this was not confirmed with either x-ray or fluoroscopy. The patient¿s pacemaker was reprogrammed and the patient was dismissed and will be seen at a later time. The ra lead continues to remain in service. No adverse patient effects were reported.